Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a red vtach alarm did not audibly sound. There was no patient incident alleged.

Event description:
The customer reported that a red vtach alarm did not audibly sound for tel5. There was no patient incident alleged.